Manufacturer narrative:
This report is submitted on 21 april 2020.

Manufacturer narrative:
This report is submitted on february 26, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to a cholesteatoma. It was reported that the cholesteatoma covered the electrode array, causing damage to the device. It is unknown whether the patient was reimplanted, as of the date of this report.